Event description:
Approx 12 yrs ago pt had bilateral breast implant reconstruction performed for severe fibrocystic disease. Procedure performed at another facility. Pt noticed significant change in the way the implant was shaped, 1-2 weeks ago.